Manufacturer narrative:
It was reported by the customer that he secondary tubing running medication was dripping to the primary tube when the pump had not been started. One sample of primary tubing item 2420-0007 was submitted for quality evaluation. Visual examination was conducted and no damages or abnormalities were identified. The primary set was primed and connected to a sample bd secondary infusion set and a simulated infusion was to be conducted. To replicate the customers complaint, the infusion sets were connected and the pumping segment was placed in the pump without starting the pump. The tubing sets were then monitored to see if there was fluid flow from the secondary line to the primary line without the pump active. There were no issues identified. A simulated infusion was then conducted and stopped to determine if the issue occurs after flow was initiated, and there were no issues identified. The customer complaint of leakage could not be replicated. A root cause for the failure was not determined because the reported failure was not replicated. A device history record review for model 2420-0007 with possible lot numbers 24036259, 24036260, 24035985, 24035986, 24066856, 24066857 and 24066858 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional information

Event description:
Material: 2420-0007; batch#: unknown. It was reported by the customer that he secondary tubing running trastuzumab was dripping to the primary tube when the pump had not been started retried a different secondary line with same primary tubing, same issue drip chamber showed medication dripping when pump was not started.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.